Event description:
The femoral arterial line was placed. The physician was suturing the line to anchor it to the skin when the catheter broke at the hub and the distal aspect of the line remained in the femoral artery, no longer attached to the hub. It remained in the body. Vascular surgery was consulted. The patient was not stable to transfer to the operating room for removal. Plan was to remove when the patient stabilized or if limb endangerment occurred device ultimately remained as foreign body in pt. No autopsy.